Event description:
Procedure type: lap gastric bypass. According to the reporter: the tip of the needle broke away from the device and fell into the cavity. The needle piece was found and removed with a grasper during the case.